Event description:
Nurse reported a second hospitalization. Customer nauseated, vomiting and shortness of breath. The blood glucose reading is over 700 mg/dl. The customer was transferred from another facility. Diagnosed diabetes ketoacidosis. Admitted into ICU. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.